Event description:
Event description this cardiac resynchronization therapy defibrillator (crt-d) was returned to boston scientific following the death of the patient due to end-stage heart failure. The device had been implanted 10.3 months. The patient's family and physician requested that the ICD therapy be turned off five days prior to the patient's death. The explanted device was returned to boston scientific for disposal. Subsequently, the device was retrieved from archive for further analysis testing.